Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an ar-9401-17 humeral head extractor tip was chipped, and an ar-9401-50 resection protector was rusted. This was discovered before use in a case upon opening the tray and was not used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9401-50 batch 051838 was received for evaluation. Upon visual evaluation, it was noted that the instrument has many discoloration spots and rust/corrosion. Nicks were observed on the edges. The most likely cause of the reportable failure could be using the incorrect cleaning process. Per dfu-0023-7 at revision 0. F. Cleaning. Caution: low acid or high alkaline solutions are not recommended, as they corrode metal parts and anodized aluminum and compromise polymer plastics, such as fep (fluorinate dethylenepropylene), abs (acrylonitrile butadiene styrene), ultem¿, lexan¿, and cycolac¿. If non-neutral ph cleaning chemistries are utilized, care should be taken to ensure appropriate rinsing, as validated by the end-user facility, and neutralization steps are taken so as to not negatively impact the fit, finish, or function of the device. Cleaning solutions should always be mixed to the manufacturer¿s specification for concentration, and cleaning should be conducted at ambient temperature unless otherwise stated in the cleaning solution manufacturer¿s instructions.